Manufacturer narrative:
Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted during testing. Device received with cracked keypad overlay at select button and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that there was strange noise occurring during the rewind process. The customer could also hear some components moving in the insulin pump when it was shaken. The case of the insulin pump and its display was damaged. The device is expected to be returned for analysis.